Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient was receiving a fentanyl infusion of 5000mcg in 250 ml at 75mcg per hour; initiated at 8:19pm with a 50mcg bolus given at that time. When the patient became hypotensive at 9:47, the dose was titrated down to 50mcg/hr. And the volume infused thus far was recorded at 243.746 ml. The clinician in attendance responded to an infusion complete alarm at 1130pm and noted the bag was completely empty. The patient was intubated, reportedly gravely ill with multiple comorbidities and required no medical intervention as a result of this event. Although it was noted that the patient was on hourly neuro checks that may have been compromised as a result of this event, there was no patient harm.

Manufacturer narrative:
The customer¿s report with the bag emptying much sooner than expected was confirmed and replicated. Physical inspection of the device noted that the bezel was cracked at the lower hinge shroud all the way through to the upper fitment recess. The membrane frame was missing the upper platen hinge, allowing the platen to float loosely between the door and bezel. Also, a section was missing from the lower membrane frame and the mounting-screw bore was cracked. The rear case had several dented corners and was cracked at the upper front, right corner and on the upper, right section behind the ¿standby¿ lamp. During internal inspection, the left (female) iui connector was found to be missing the gasket. The interior showed signs of minor fluid ingress in the bottom of the rear case. Additionally, there was dried residue behind the care fusion membrane frame. There was no residue on the pressure sensors or on the pumping mechanisms. Analysis of the event log shows that at 8:19 pm on (B)(6) 2016, the pump module was programmed to infuse fentanyl (5000mcg/250ml) at 75mcg/hr (3.75ml/hr) with a vtbi of 250ml, and a rapid bolus of 50mcg. One hour later, the infusion was paused, and an infusion delay of 15 minutes was programmed. Fifteen minutes later, the ¿callback before infusing¿ alert occurred; the infusion was restarted 8 minutes later. Twelve seconds later, the dose was changed to 50mcg/hr (2.5ml/hr) with a calculated remaining vtbi of 243.745ml. At 11:39pm, the device was channeled off. Factoring in the device being paused, the total infusion time was approximately 1 hour, 52 minutes; the total calculated volume infused was 10.948ml. During initial functional testing the device failed rate accuracy testing; the rate accuracy result was -5.3500%, which would result in an under-infusion, not the over-infusion reported by the customer. The pump module door was opened, and then closed; rate accuracy testing was repeated and the device failed, with the actual error measured at 111.5833%, replicating the over-infusion reported by the customer. When the membrane frame was temporarily replaced with a known-good membrane frame the device again failed rate accuracy testing, again on the low side at -3.600%, which would result in an under-infusion. The pump module door was opened and closed, and the test was run again with the same results. The consistent under-infusing is attributed to the cracked bezel. The proximate cause of the customer¿s report of the medication container being empty sooner than expected was determined to be the result of a missing platen hinge on the membrane frame.